Event description:
During the surgical procedure a single staple from the plcr60b was not deployed into the tissue, and remained stuck in the pocket of the reload cartridge. A suture was applied to correct this faiure.

Manufacturer narrative:
This is a follow-up report; the corrections are as follows:was originally an adverse event, but has been corrected to a product problem.was originally a serious injury, but has now been corrected to show "malfunction".

Event description:
During the surgical procedure, a single staple from the device was not deployed into the tissue, and remained stuck in the pocket of the reload cartridge. A suture was applied to correct this failure.